Event description:
It was reported that intermittent occlusion alarms occurred. Customerâ¿¿s blood glucose level reached 420 mg/dl on 5/20/2026. The elevated bg was addressed by a correction injection via manual insulin therapy. No third party assistance was required. Reportedly, the customer reverted to an alternate method of insulin therapy.